Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the comb was broken during surgery. No second graft was needed. The device 'chewed' up the edge of the graft. No adverse events were reported as a result of this malfunction.